Manufacturer narrative:
The subject device was returned to and evaluated by olympus. The phenomenon (no image) was not reproduced during inspection. However, other findings identified a cable that was torn, a hairline crack on the focus ring, and the label on the back was fading. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image was temporarily not displayed due to partial disconnections due to the cable being torn. It is likely that the camera cable was punctured by reprocessing and storing this product with tweezers, forceps, and/or scalpels, for example. It is probable that the cable may have been torn due to external force from that part. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to notify / inform of "no image" regarding the ch-s400-xz-eb 4k camera head. The event was identified during preparation for use. There was no report of patient impact. No additional information has been obtained.